Event description:
It was reported at normal device follow up patient had pain at pocket site. It was noted, the patient had experienced a significant blow to the device 4 weeks prior. The patient continued normal activities despite the pain however then noticed the leads eroded through the skin. Pocket revision was performed and the system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.